Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experiencing pain around the device. The patient was referred to the clinic for evaluation. At this time, the ICD remains in service, and no adverse patient effects have been reported.